Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 36 and 48 hours. The patient reported insulin leaking while wearing the pod. As treatment, the patient applied a new pod.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Fluid path testing found fluid to be leaking from a tear in the exposed portion of the soft cannula. The timing and cause of the soft cannula tear could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event.